Event description:
It was reported the hcu30 unit shut down with out warning during a case. The unit was removed and replaced with another hcu30 unit. No reported patient effect. Ref.: # (B)(4). Reference MFR # 8010762-2015-00265.